Event description:
Medtronic received information that seven days following implant of this transcatheter bioprosthetic valve, the patient developed first degree atrio-ventricular (av) heart block with right bundle branch block, followed by first degree av heart block with left bundle branch block with worsening symptoms upon exertion. A permanent pacemaker was implanted with no subsequent adverse patient effects.

Manufacturer narrative:
Conduction disturbances, such as av block and bundle branch block, are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was obtained with the patient name, weight, and date of birth. If information is provided in the future, a supplemental report will be issued.